Event description:
When surgically removing mediport, port had migrated away from incision site, port found to be detached from the catheter and had migrated. Retrieval of catheter required a second incision and catheter was removed. Upon exam, proximal end appeared to have a dilated appearance, consistent with it's attachment to the port, but the length of it suggested it may have pulled away from the port a long time ago. The distal aspect of the catheter appeared to have potentially broken down at some previous point and basically broke in half. There was no tension whatsoever in pulling it free. Cxr in pacu showed a short opaque catheter segment, approx. 11.5 cm in length. Pt transferred to special procedures in medical ctr for removal of foreign body by interventional radiologist.

Manufacturer narrative:
Batch review: a review of the mfg records shows that this access ports batch complied with specifications. No other similar complaints were reported to the MFR for this batch of 100 devices, sold since jul 2001. The device was not returned for eval. Consequently no thorough investigation is possible. No testing methods performed.